Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. However 80 sealed devices were returned for evaluation. Thirty devices from the lot number said to be involved were returned along with fifty devices from a different lot number. A manual tug of the snare head was performed along with a visual inspection of the snare head and drive cable connection. No device exhibited any type of failure during the visual inspection and manual tug. In addition a tensile test of the snare head and drive cable connection was performed to our internal requirements. No value was below our minimum requirement. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned unused product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. A review of the possible device history records confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period review. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor complaint trends.

Event description:
The following info was provided by the user to cook: the snare broke off inside the pt. Additional details regarding the reported event were requested, but not provided. Several attempts were made in an effort to collect additional info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required additional medical procedure due to this event.